Event description:
It was reported, the patient started their trial the day prior to report. It was stated, they were fine during and after the procedure but the night prior to report they felt an adrenaline rush from head to toe and started walking around and their heart started racing. It was noted, the patient called their doctor and was directed to turn the stimulation off. Reportedly, even after the patient¿s device was off they felt ¿afflamed internally¿ and got really sick so they called the paramedics and went to the hospital. It was stated, the patient¿s blood work came out fine but their urinalysis indicated infection and they were given medication, macrobid. It was noted, the patient wanted to know if the burning sensation was due to the implant or a possible panic attack. It was later reported, the patient started to feel some burning sensation from head to toe on the night of (B)(6) 2014 so they turned their screener box off during the night. It was noted, the patient turned the stimulation back on the next morning and they continued to experience the burning sensation. The patient stated they got really nervous and started to have an anxiety attack and went to the emergency room to get help. It was noted, they did many tests and told the patient they had a mild urinary tract infection, so they gave the patient antibiotics and some pills to help with the anxiety. Reportedly, the patient spoke to a doctor the evening of (B)(6) 2014 and was told to turn off the stimulation and keep it off until they were able to follow-up with their doctor.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).